Event description:
It was reported that during an esophagogastroduodenoscopy procedure, there was difficulty removing the balloon through the scope. The physician used the cre wire-guided balloon to dilate the esophagus successfully. When the balloon was being removed it was stuck at the distal end of the scope. The device was removed by removing the scope from the patient, pulling on the balloon and cutting the balloon catheter off using a wire cutter. There were no reported patient complications as a result of this event and the patient was reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, the similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.